Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys tsh and the elecsys ft4 iii assay on multiple roche analyzers and compared to the abbott architect method. It is not known if any questionable results were reported outside of the laboratory. This medwatch will apply to the tsh assay. Please refer to the medwatch with patient identifier. Patient identifier: (B)(6) for information related to the ft4 iii assay. The samples were initially tested with tsh and ft4 iii on the customer's cobas e 801 module on an unknown date. The samples were provided for investigation, where they were tested with the tsh and ft4 iii assays on a second e 801 module on (B)(6) 2022. During investigations, the samples were also tested with the tsh and ft4 iii assays on a cobas e 411 analyzer. The samples were also repeated using the abbott architect tsh and ft4 methods on 12-oct-2022. The serial number of the customer's e 801 analyzer was requested but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Tsh reagent lot number: 622589, with an expiration date of 31-jul-2023 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Tsh reagent lot number: 581577, with an expiration date of 30-nov-2022 was used on this analyzer.

Manufacturer narrative:
The investigation could not identify a product problem. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used.